Manufacturer narrative:
If additional information is made available by the facility, a follow-up report will be submitted.

Event description:
This was a left-sided lead extraction procedure to remove two cardiac leads due to cied system/pocket infection. During the procedure, cardiac tamponade occurred which required a pericardiocentesis. The patient experienced no other issues and was discharged home. Due to the nature of the injury, it is highly likely that the lead caused the injury as it pulled free from the myocardium, therefore the lld contributed to the injury as it was the traction platform used to pull the lead free.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.